Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a dual antiplatelet therapy (dapt) medical regiment. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the face of the closure device favoring the limbus side. No leak or device shift was noted in the imaging. The patient was placed back on their anticoagulation in response to this event.